Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 22. Details of surgery: implant surface not completely covered with bone and immediate extraction site. On (B)(6) 2020, the implant was removed upon clinician¿s decision. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain and mobility. No further patient complications were reported.